Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. A visual inspection of the returned photo noted: the photo depicts a prefired condition with some of the staples missing. Visual inspection of the single use loading unit (sulu) noted that some of the staples were partially advanced in the cartridge. The staples were in unusable unformed condition. The pusher slots that did not have partially advanced staples were not loaded with any staples. Functionally, the sulu was reloaded with staples. The instrument and sulu were applied to test media with proper staple formation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, it was found out that there was poor staple formation, the staples did not form correctly. The staple line was fixed by resection and restapling. A manual suture was done to correct the open tissue.